Event description:
Reportedly, during the procedure to a heavily calcified lesion in the subclavian, treasure 12 guidewire got stuck in the stenosis. While retrieving, the guidewire was broken in one piece. When trying to retrieve it with a snare, the separated portion broke again in several more pieces. Snare was used several time to retrieve the pieces, but not all of fragments could be taken out. A stent was placed for treating the stenosis, some parts of the remained wire were covered with stent. Pt is in stable condition. Adverse sequelae is not reported.

Manufacturer narrative:
Investigation of returned treasure 12 guidewire revealed that core wire breakage at 16mm from distal end with the trace of torsion to clockwise director. Coil wire was stretched over the core wire and broken at 125mm. In addition, 3 broken pieces elongated to approx 67cm, 5cm, and 3cm were separately returned. Total length of the 4 broken coil pieces were estimated to be 116mm in original coiling form, while its original length in product specification is 150mm. Sem observation of the core wire breakage site showed the trace of torsion, also the trace of striation on the breakage surface. As for the coil wire pieces, trace of breakage due to pull-apart force as well as some torsional force were observed. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other product experience report was rec'd for this lot. It is inferred that guidewire distal end was caught in the heavily calcified lesion, where rotational and/or push-pull manipulation was excessively made, guidewire distal section might be torsionally bent, resulting the breakage of the core wire due to accumulated force which came to exceed the product design limit. Along with the attempt of removal of guidewire with snare device, coil might be pulled apart and/or torsioned, and broken in pieces. Core wire 16mm and coil 34mm are concluded to be missing with the returned product.